Event description:
It was reported that the user¿s ilet displayed ¿connect cgm or enter bg¿ after a libre 3+ sensor session ended, with subsequent alerts indicating dosing would stop and then had stopped. The user dismissed notifications, later entered a glucometer value into the ilet, and was advised to replace the expired sensor. Symptoms included hyperglycemia reaching 311 mg/dl due to prolonged dosing suspension. Outcomes included resumption of automated corrections during cgm warmup after a blood glucose entry, with education provided on responding to alerts and replacing the sensor. Investigation included a review of device alarm history and user interaction with notifications. Investigation of this case revealed that the glycemic excursion was associated with an expected sensor expiration and the resulting automated dosing stop, not a malfunction of the ilet or sensor hardware. It was concluded, based on previously established findings for similar reports, that the cause was user lack of response to expected end-of-sensor-life alerts leading to dosing suspension until blood glucose entry and sensor replacement.